Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification up to (B)(6) 2012. The data obtained from the device confirmed that during the installation period, the device failed the weekly self-tests on five occasions. The data also confirms that on (B)(6) 2012 following a successful software upgrade, the device failed a manual test. Investigation and testing confirmed that the device failed the routine self-tests because of a low battery warning. The temperature recorded at the time of each of these self-tests was outside the lower storage temperature recommended for this device. The exposure to excessively low temperatures would have been sufficient to trigger the low battery warnings. The investigation also confirmed a significant fluctuation in voltage when the device failed the manual test following the upgrade. Testing did not confirm a fault with the device or any component in the device. It is possible that during testing the pad-pak may not have been seated correctly in the device, and it is also possible that a partially depleted pad-pak may not have been seated correctly in the device, and it is also possible that a partially depleted pad-pak was used for the manual test, which would explain the fluctuation in voltage. Testing confirmed that the device and the returned pad-pak from lot 723 performed to specification and concluded that the upgrade of the device did not result in the reported failure. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was flashing red after a software upgrade. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.